Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was suddenly in a lot of pain from severe muscle spasms and the caller thought it was because the device was off, and needed to be turned back on. No trauma/falls that could be related to the issue were reported. Caller was able to sync with the ins and therapy is on and the ins battery is low. Group b is active and amplitude is at 4.30 and 3.40. It was noted that patient had not recently changed the group or amplitude, however it was noted that patient has parkinson's disease really bad so they would not know if they did. It was recommended for the caller to charge the ins since it is low, caller confirmed they were able to start a charge session with full coupling. It was reviewed for the caller that it would take several hours to charge the ins to 100%, its ok to take breaks as needed. Patient was redirected to follow up with health care professional (hcp) to address symptoms. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the recharging resolved the issue sometimes. According to the neurologist, even the fully charged unit did not have enough power to work with the probes dbs.